Event description:
It was reported that while the surgeon was implanting the lens the leading haptic broke at the apex. The surgeon removed the lens but the posterior capsule was nicked. The incision was not enlarged. Add'l info has been requested but not rec'd. This report refers to the delivery device involved in the event. Ref MDR # 1313525-2015-01483 for the lens involved in the event.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. It is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. The most probable root cause for the haptic breakage is associated with a specific lot of haptic material that was used for the manufacture of the lens involved in this event. An investigation has been opened to address this issue. Furthermore, bausch + lomb initiated a recall for all lenses manufactured with the haptic material lot in question.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.